Manufacturer narrative:
The first analysis have been conducted on the production documents: DHR has not been revised since the lot involved was not indicated. Trend on product family with similar issue: no complaints have been recorded regarding similar cases. No stock has been checked because the lot is unknown. The investigation to find the root cause has been performed on the basis of the sample's analysis. The first test performed on the sample is a tightness and joint of the connections. The second test is a simulation of traction of the connection. The first test is usually performed during production controls of the semi-finished products. Interference of the connection between connector ch 7 and the connector of the reservoir is tested after assembling each other together. The reservoir is submerged in water and the connector ch 7 is connected with a syringe. Pushing air in the syringe and then in the silicone reservoir, no bubbles on the water should be present. This indicates that the connection between the 2 connectors is fine. The test performed on the sample didn't show any leakage. The test result is in compliance with specification. The second test would like to verify the tightness of the connection during use. There isn't a reference standard to follow, for this reason we have used a method that has been considered suitable for the scope. The silicone reservoir has been filled in of water till maximum level (100 ml). A silicone tube has been connected to connector ch 7 and in this way to the reservoir. The sample has been connected to a stative and suspended by gravity for 24 hours. After 24 hours, the connection between connector ch 7 and reservoir was still stable. In conclusion, we haven't detected any defectiveness on the returned sample. We can consider the event an isolated case. No defectiveness has been detected on the sample. No corrective actions have been considered necessary for the moment. We will continue to monitor any possible further complaint.

Event description:
Connection between connector and inlet port of the reservoir was loose and connector was easily pulled out from the reservoir.